Manufacturer narrative:
The "5hr breast cores/colon" protocol comprising 28 cassettes, from which the tissue samples exhibiting sub-optimal processing were derived, was started in retort b at 04:45am on (B)(6) 2020 and completed at 09:53am on (B)(6) 2020. Investigation of this complaint found that the instrument functioned as designed during execution of the "5hr breast cores/colon" protocol started in retort b at 04:45am on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Manufacturer evaluation of the instrument logs determined that the event codes reported by the complainant did not either cause or contribute to the sub-optimal tissue processing reported by the complainant. Information documented by the complainant in the adverse event information form received by leica biosystems melbourne on 04 june 2020 detailed that the tissue type exhibiting sub-optimal processing in this event were breast cores. The specific dimensions of the affected tissue samples were not provided. The manufacturer recommended protocol duration for maximum tissue thickness/dimensions and different specimen types is detailed in section 8.2.1 of the leica peloris/peloris ii user manual. Specifically, it is detailed that: "all biopsies up to 3mm diameter: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps" with a maximum thickness of <3mm are processed using a 2 hour protocol. In this instance the complainant reported that a 5 hour protocol had been used to process the breast core samples exhibiting sub-optimal processing. Although the specific dimensions of the affected tissue samples (breast cores) were not provided by the complainant, the facts suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the size/type of tissue samples being processed. Manufacturer evaluation of the instrument logs determined that the event codes reported by the complainant recorded in the instrument logs did not either cause or contribute to the sub-optimal tissue processing reported by the complainant.

Event description:
Leica biosystems received a complaint detailing the following: "overprocessed tissue/ hard 28 breast core samples affected (1 run). Customer unsure if unit was used since (B)(6) 2020. Currently the unit is not in use, error codes given at the time of call: 17, 6004, 204 (multiple)". On 03 june 2020, a leica applications specialist - core histology (fss) visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented the following observations: "not all reagent bottles and parrafin [sic] are filled to max level. 85% ethanol bottles appear to have been changed too soon. There is not a bottle set at or below 70%. All reagents were changed after adverse event reported. There were insufficient reagent errors for bottle 3 during the affected run and the bottle was not able to be used. The next bottle used was bottle 5 at 77% ethanol (not able to be tested due to staff reseting bottles after). Also noted error 1103: air pressure error contact service and opened service appointment for fse. I asked the supervisor if all cases were diagnosed and she said it was proprietary and would not share." The fss replaced the reagent in bottle 3 with 70% ethanol; bottle 4 with 70% ethanol and bottle 5 with 85% ethanol as initial set-up. The fss also advised members of the laboratory staff to replace a reagent(s) when prompted by notifications from the instrument rather than all at once; fill the reagent bottles to the maximum fill level and to either prepare reagent where required using a graduated cylinder or check the concentration with a hydrometer to ensure preparation is accurate. The fss also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and found the variance between the measured ethanol concentration and that calculated by the instrument software to be acceptable in all instances. On (B)(6) 2020, the leica field service engineer (fse) visited the customer site in order to investigate the pressure errors reported by the fss. The fse determined that the pressure errors reported by the complainant resulted from a "broken rotary valve reagent purge valve". The fse replaced the valve and performed minimum verification tests, for which all results were satisfactory. Information as to the patient outcome for cases involved in this event was requested from the complainant by the leica applications specialist - core histology on 02 june 2020 by telephone/voicemail; and on (B)(6) 2020 by phone, email and in person during a site visit. On (B)(6) 2020, the leica applications specialist - core histology documented the following statement from the complainant in relation to the patient outcome for cases involved in this event: "I asked the supervisor if all cases were diagnosed and she said it was proprietary and would not share." As at 30 june 2020, no adverse impact to a patient(s) has been reported to the manufacturer.